Manufacturer narrative:
The pump had unresponsive act and up buttons due to an unlocked lcd keypad connector. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's esc button was not working. It was reported that the customer was trying to conduct a bolus, wen high blood glucose alarm occurred, but the customer was not able to clear the alarm due to unresponsive keys. The customer's blood glucose level was reported to be 270mg/dl. No further information provided.